Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of coil that was still extending into the uterus'), salpingitis ('fallopian tubes with chronic inflammation') and device expulsion ('piece of coil that was still extending into the uterus') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included bartholin's cyst and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, salpingitis and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, device breakage, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of coil that was still extending into the uterus'), salpingitis ('fallopian tubes with chronic inflammation') and device expulsion ('piece of coil that was still extending into the uterus') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included bartholin's cyst and paratubal cyst. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure coil removal). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, salpingitis and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, device breakage, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received. Reporter information added. Event medical device removal updated to event salpingitis. Events: piece of coil that was still extending into the uterus added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.